Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was erroneous results. The following information was provided by the initial reporter: very few cells are seen in the tubes processed by the lwa. The final volume is fine, but the liquid is transparent as if you have aspirated too much sample. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 2. Was there any delay of treatment due to the issue? (Go to question #3) n). 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
H.6: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146, and serial # (B)(6). Problem statement: customer reported a complaint regarding erroneous results on (B)(6) 2023. Erroneous results can negatively impact patient diagnosis and treatment. The instrument underwent repairs and was found to be functioning as expected, and neither the customer nor any patients were harmed by this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 337146. Date range from 17may2022 to date 17may2023. Manufacturing device history record (DHR) review: DHR part #337146 serial # (B)(6) and DHR# (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Manufacturing date: oct2013. Complaint history review: there are 13 complaints related to the issue of unexpected results for part # 337146. Pr# (B)(4). Date range from 17may2022 to date 17may2023. Returned sample evaluation: a return sample was not requested for evaluation because no parts needed to be replaced. Service hisotry review: review of related work order #: (B)(4), case #: (B)(4). Install date: 20jan2014.; defective part number: n/a. Work order notes: subject / reported: 337146 - bd facs lyse wash assistant - few cells in processed tubes problem description: very few cells are seen in the tubes processed by the lwa. The final volume is fine, but the liquid is transparent as if you have aspirated too much sample work performed: it has been diagnosed that there has been a problem with the fluid system in your system. The problem was solved by recalibrating the differential sensor card. The instrument operates to equipment specifications and is ready for unrestricted routine analysis. Cause: misaligned differential sensor; solution: recalibrate differential sensor; parts replaced: n/a. Labeling / packaging review: n/a. Risk analysis: risk management file part # 337146ra, vers. B, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient . Hazard(s) identified? Yes; no. Hazard ID #: 3.1.2; hazard: 1. Un-prepped sample. 2. No answer. 3. Loss of sample. Cause: defective valve; harmful effects: 1. Delayed or no results. 2. Increased cost of test due to need to re-prep then rerun. 3. Poor reliability. Residual probability: 1; residual severity: 3; residual risk index: 3. Potential causes: based on the investigation, the potential cause was determined to be misaligned differential sensor. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and service activity review, the potential cause was determined to be a misaligned differential sensor. An fse (field service engineer) went onsite and confirmed the issue. To resolve this issue, the fse performed checks on the fluidics system and recalibrated differential sensor. Afterwards, the instrument was functioning as expected. The fse confirmed that erroneous results on patient samples were not reported to clinicians. No patient was diagnosed or treated based on these results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant instructions for use, #23-11113 rev. 02/vers. A, starting page 107. Troubleshooting procedures can be found in the IFU starting on page 145. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation, the complaint was confirmed, and the potential cause of the erroneous results was determined to be a misaligned differential sensor. The fse recalibrated the differential sensor and after subsequent testing the instrument was functioning as expected. No one was harmed or injured, and no patients were diagnosed or treated based on any erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs¿ lyse wash assistant that there was erroneous results. The following information was provided by the initial reporter: very few cells are seen in the tubes processed by the lwa. The final volume is fine, but the liquid is transparent as if you have aspirated too much sample